Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit was turning on and off during a case. It was further reported that the unit was stabilized.